Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit was providing low readings. The unit was reading 2¿6 points lower than expected. Numerical values obtained 92-96% o2 two different sensors were used to confirm the low readings. There was no audible alarms. There was no patient harm associated with this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the incoming module has damaged so2 pcba and spo2 pcba the unit passed all performance and functional tests and the parameter module was replaced for pro active maintenance. It was reported that that the unit was providing low readings. The unit was reading 2¿6 points lower than expected, with numerical values obtained at 92¿96% o2. Two different sensors were used to confirm the low readings. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the battery and software was outdated. The issue were resolved by replacing the battery and software was updated to 2.1.3 version. The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.